Manufacturer narrative:
Title: comparison of the clinical outcomes between isoperistaltic and antiperistaltic anastomoses after laparoscopic distal gastrectomy for patients with gastric cancer source: front. Oncol., volume 10, article 1237 published: july 31, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature report, the study aimed to compare the clinical outcomes between isoperistaltic and antiperistaltic anastomoses after total laparoscopic distal gastrectomy in patients with gastric cancer. Post-operatively, it was reported that two patients had intra-abdominal abscess, one patient had anastomotic leakage, and one patient had duodenal stump leakage. Title of the article: comparison of the clinical outcomes between isoperistaltic and antiperistaltic anastomoses after laparoscopic distal gastrectomy for patients with gastric cancer authors: yoontaek lee, chang min lee, sungsoo park, jong-han kim and seong-heum park year: 2020.